Event description:
It was reported that a (B)(6)-year-old non-hispanic female patient underwent a breast augmentation procedure with mentor memorygel breast implant 355cc gel breast prostheses developed bilateral asymmetry post implantation. Additionally, it was reported that the right breast prosthesis has shifted laterally. As a result, the patient underwent bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry, right breast prosthesis migration. Manufacturer¿s reference number: (B)(4).